Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a bd message alert indicative of a potential premature battery depletion. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: b5. Describe event or problem. H6. Device codes.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a bd message alert indicative of a potential premature battery depletion. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No additional adverse patient effects were reported. Additional information was obtained, the device presented beeping tones, which is expected from the device.

Manufacturer narrative:
Additional information: b5. Describe event or problem h6. Device codes if the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. However, the device passed all other testing for all nominal function. Laboratory analysis found no other issue except for the high current drain detection.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a message alert and emitted beeping tones due to a potential premature battery depletion. A request was made to have the data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Further information was received indicating the s-ICD system has also showed noise oversensing, resulting in untreated tachycardia events. The noise was not reproducible, and fluoroscopy did not reveal any integrity issues. Subsequently, both the s-ICD and the electrode were explanted and replaced. There was no visible damage with either product. This s-ICD was returned for analysis no additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a message alert and emitted beeping tones due to a potential premature battery depletion. A request was made to have the data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Further information was received indicating the s-ICD system has also showed noise oversensing, resulting in untreated tachycardia events. The noise was not reproducible, and fluoroscopy did not reveal any integrity issues. Subsequently, both the s-ICD and the electrode were explanted and replaced. There was no visible damage with either product. This s-ICD is expected to be returned for analysis no additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: b5. Describe event or problem. H6. Device codes. If the product is returned, analysis would be performed, and this report would be updated at that time.